Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue involving the ok/enter button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2015 with the following findings: on examination, the keypad was intact without damage. The contrast button had intermittent response; however, this button does not affect insulin delivery to the patient. The remainder of the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contact of the contrast button only.